Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the detached core wire using a snare device. Imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was attempted to be used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire snapped inside the patient. Part of the wire detached, and the detached piece was successfully retrieved using a snare device. The procedure was completed with another standard peg kit push method. There were no patient complications reported as a result after this event.